Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use. The coronary procedure was completed using cine. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the tubes grid switch and the high voltage cables. The fse greased the high voltage cables and performed tube conditioning and adaptation. The system has been tested and returned to use in good working order.